Manufacturer narrative:
(B)(4). Engineering analysis revealed that no low voltage fault was declared, however there are indicators that the device is depleting rapidly. The device hardware is not detecting the loss of battery energy, but the device has transitioned to the point of using voltage to help set battery status in which the indicators are only partially reflecting the depletion condition and are inaccurate. As the device will not be returned for analysis since the device was disposed of, further analysis could not be completed.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy defibrillator (crt-d) depleted faster than expected. This crt-d was explanted. No additional adverse patient effects were reported.